Event description:
Three months after the index procedure the pt complained of severe chest and back pain. Pt was taken emergently to the hosp. Tests were performed and an acute myocardial infarction was suspected. An angiography was performed which revealed that there was thrombus in the overlapping section of the cyphers. A balloon angioplasty was performed to treat the thrombus. The pt is said to be in stable condition.